Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm error alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to insert new battery and display returned after insulin pump restart. The customer was advised to clear pump error and power loss alarm. The customer was unable to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.